Event description:
It was reported that, on an unknown date, an unspecified disposable device disconnected and caused a leak of contrast fluid. The reporter stated that there have been multiple computerized tomography (CT) exams lately with poor contrast of the patient's anatomy only to find the contrast all over the gantry, the table, the pillow, the sheet, and/or the patient. The fused hub is coming loose, however, the contrast is injected at such a high pressure that in the 20g IV's it is reversing out of the other hub backward and all over the equipment and patient, and sometimes even destroys the plastic inner port piece. There was no patient harm reported.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.